Event description:
During our robotic assisted laparoscopic cholecystectomy, a robotic large clip applier was inserted into the robotic arm 4 to be seated, but did not seat properly as indicated by the presence of the orange flashing rejection light. When attempted to remove the instrument to attempt to seat it again, it was jammed in the arm and unable to be released. The surgeon was eventually able to remove it and the arm drape from the davinci robot arm 4. No harm came to the patient and the davinci rep was on the phone throughout this process.